Event description:
It was reported a lead was explanted and replaced on (B)(6) 2013 and was going to be returned to the manufacturer. It was logged there was a loss of stimulation/therapeutic effect, stimulation in the wrong location, and they were unable to adjust stimulation. It was noted surgical intervention was required as a result and that impedance testing and x-rays were the diagnostic testing and troubleshooting performed. It was then reported the issue was resolved and the cause of the issue was determined to be that the patient had an accident, the lead moved, and wound behind the ear. It was noted the impedances were higher than usual but not out of range, and could not stimulate the appropriate region. Additional information received reported the patient was able to receive effective therapy and the product was going to be sent back to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, serial# unknown, explanted: (B)(6) 2013, product type: lead; product ID 3888-33, serial# unknown, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 355531, serial# (B)(4), explanted: (B)(6) 2013, product type: screening device.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3888-33, lot# unknown, explanted: (B)(6) 2013, product type: lead. Please note that upon further review, the lead information, as referenced above, has been updated at this time. Additionally, the method, result, and conclusion codes have also been updated at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found that both conductor #0 and #3 were broken near the electrode weld site due to overstress damage. Impedance testing performed during analysis indicated circuit #0 and #3 were found to be open and there were no shorts noted between the circuits.